Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited air/water blockage and foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the investigation results, it is presumed that the air supply was insufficient due to foreign objects clogging the air and water supply nozzles. The foreign material could not be identified. In addition, the root cause of the foreign matter remaining on the device could not be identified. Olympus will continue to monitor field performance for this device.